Event description:
The patient's guardian device reached end of service prematurely. Eos was reached 3.7 years after activation instead of the expected 6 years. The patient will decide whether or not to have the device replaced. The patient and the doctor are aware of this issue.